Manufacturer narrative:
Upon investigation , the subject device found with faulty control board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: faulty control board. A definitive root cause cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the shockpulse-se lithotripsy system exhibited an error when button is pressed on transducer. There was no patient involvement.